Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - cage/spacers: acis/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): acis single center retrospective study ¿ carilion study 2. A total of 56 patients treated with acis and vectra anterior cervical plate (vectra) from the hospital electronic medical records of carilion medical center between january 1, 2015 ¿ january 1, 2020 were included. There were more female patients (53.6%) than male. Mean age was 55.3 ± 12.2 years. Mean patient follow-up was 12.23 ± 5.04 months. Reported complications include the following: new neck pain (n=9); 1 lead to reoperation for adjacent segment disease; 1 lead to revision: (n=2) new neck pain which occurred within 90 days. (N=6) new neck pain which occurred at 6 months. (N=1) new neck pain which occurred at 1 year. (N=1) vectra screw loosening which occurred within 90 days; revision occurred. (N=1) vectra screw fracture which occurred at 6 months. (N=1) hardware failure which occurred at 6 month; no clarity on what hardware and if both acis and vectra were involved; lead to revision. (N=3) new radiculopathy which occurred at 6 months; 1 lead to revision. (N=1) blurred vision which occurred at 90 days. (N=1) severe tonsillar hypertrophy which occurred perioperatively. (N=4) patients with reoperation. (N=3) patients with revision; all revision added supplemental posterior fixation ¿ no devices removed. This is for depuy synthes acis and vectra. This report is for one unk - cage/spacers: acis. This is report 8 of 10 for (B)(4).